Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization to treat a massive pulmonary artery bleed using pod packing coils (podjs). During the procedure, the physician successfully deployed and detached the initial penumbra coils in the target vessel using a lantern delivery microcatheter (lantern). While attempting to advance a podj through the same lantern, the physician experienced resistance and decided to remove the coil. However, while attempting to withdraw the podj, the physician experienced resistance and instead removed the lantern containing the podj all together. Once the lantern was removed from the patients body, the podj was pulled out from the lantern and the distal end of the podj broke. The lantern was then reinserted into the patients body and the procedure was successfully completed using a total of eight penumbra coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Correction to PMA/510k: k170852 the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 5.0 and 13.0 cm from the proximal end. The stretch resistance wire (sr wire) was fractured and the proximal constraint sphere was inside the ddt. The introducer sheath had coagulated blood inside and the embolization coil was stuck in the introducer sheath. Evaluation of the returned device revealed that the sr wire was fractured. This type of damage typically occurs due to improper handling during use. If the device is forcefully retracted against resistance, damage such as this may occur. The distal tip of the podj was not broken. Based on the returned conditions, the root cause of the resistance experienced during advancement through the lantern could not be determined. The lantern mentioned in the complaint was not returned for evaluation. The kinks in the pusher assembly were likely incidental and may have occurred during packaging for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.